Event description:
International affiliate reports the tip of the introducer needle broke off when inserted during a vertebral body augmentation procedure. The broken tip remains in the pt's pedicle. The remaining section of the needle was discarded by the customer.

Manufacturer narrative:
No conclusion can be made. The broken needle is not available for eval. Review of the device history record confirmed the lot met spec requirements when released to stock. No other product complaints have been reported for this item. At this time, the complaint is considered to be closed.